Event description:
Event description cpi received information that this implantable pulse generator exhibited a loss of capture in the bipolar mode. The physician performed an invasive procedure and repositioned the patient's selute lead.